Manufacturer narrative:
(B)(4). Visual inspection was performed on the returned device. The shaft separation was confirmed. The reported difficulty to remove the protective sheath was not confirmed since the protective sheath was not returned for analysis. The reported difficulty to remove the device from the deployed stent could not be replicated in a testing environment as it was based on operational circumstances. It should be noted coronary dilatation catheters (cdc), nc trek rx, instructions for use, states: submerge the balloon in sterile heparinized normal saline during balloon preparation, to activate the coating. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported complaints. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the mildly calcified, mildly tortuous, mid left anterior descending artery. There was a slight resistance felt during removal of the protective sheath from the 4.5 x 12 mm nc trek prior to use. The balloon was not soaked per instructions for use. The balloon catheter was being used for post-dilatation of a deployed stent. The balloon was inflated once to nominal pressure. After fully deflating the balloon, resistance was felt during retraction of the balloon catheter; therefore, the balloon was inflated and deflated again; however, the balloon was still stuck in the deployed stent implant. After several attempts to retract the balloon catheter were made, it was finally able to be removed. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.